Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a procedure using a px slim delivery microcatheter, it was noted that the catheter was kinked near the hub of the catheter. There was no reported adverse effect on the patient.

Manufacturer narrative:
Result: the pxslim microcatheter is kinked approximately 2.5 cm from the hub in the area of the proximal strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that the pxslim microcatheter was kinked near the hub. Evaluation of the returned device confirmed a kink in the catheter shaft approximately 2.5 cm from the catheter hub in the proximal strain relief. There was no leaking observed during decontamination. It appears that the pxslim microcatheter might have been mishandled during manipulation in the patient, resulting in a kink in the proximal strain relief. The device continued to function properly despite this damage for the remainder of the procedure. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.